Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the IV disconnected from the bd phaseal¿ optima connector (c35-o) during use. "Bubbling" was observed at the end and chemo leakage occurred. The following information was provided by the initial reporter: "he felt tension in the IV line and it disconnected where the locked optima connected to the microclave connector. There was ¿bubbling¿ observed at the end (through the connector) and a free flow leak of chemo resulting in a spill."